Manufacturer narrative:
Three devices were received for sample evaluation. A visual inspection was performed through a light booth (black and white background fluorescently lighted). Particulate matter was confirmed in two of the three units. A single white particle with an irregular shape and sinking buoyancy was noted in the first unit. In the second unit, single particle light in color, fibrous, and with neutral buoyancy was identified. There was no evidence of particulate matter in the third unit. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Three devices were received for evaluation, receipt date not specified; however, the evaluation could not be performed since the contents of the solution were unknown. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during visual inspection, unspecified particulate matter was observed floating in three (3) intravia empty containers after compounding. The needle size used with the bags were 16 gauge and 18 gauge. There was no patient involvement. No additional information is available.